Event description:
It was reported that the display on the device was not functioning. This failure would prohibit the end user from having the ability to charge the defibrillation energy if being used in "manual mode". If the device was in "AED" mode and the "auto analyze" feature was set to off, the end user would not have the visibility to select the "analyze" soft key. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.